Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was restored post operation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The ipg could not communicate with the external devices. The patient plans to undergo surgical intervention.